Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, the device had inadequate seal and bleeding after procedure. There was an end tone heard but there was no regrasp alert and no evidence of energy delivery. There was no patient injury.